Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation. The association between coopervision lenses and the event is unconfirmed.

Event description:
Patient alleges that he wore the lenses for one day and removed them, on the next day the patient experienced right eye swelling, watering, pain and decreased vision. The patient sought emergency medical treatment where he was treated and provided with a referral for an eye specialist. The patient was seen by the eye specialist the following morning where an exam was performed and drops were given to the patient. He was scheduled for a follow up the next day. After the follow up with the specialist, the patient was referred to a different specialist. The patient was seen by the follow up specialist. It was determined that the patient had a mrsa infection and there was corneal scaring. The patient's treatment is ongoing as of the date of the report. Good faith efforts have been made to obtain additional medical information without success, additional information is unknown. This event is being reported due to incomplete diagnosis, lack of medical information, and unknown resolution.